Event description:
At normal completion of the tissue processor's program, retort had odor of formalin and "burnt" smell. Metal surfaces of the processing chamber (retort), the cassette basket and oven paraffin pot #11 were dull as if exposed to acid. Pink, white and grey cassettes were used, but all had a "yellow" appearance to them. Mesh in the mesh cassettes had peeled away from the plastic. No alarm was triggered. Error codes 34 and 36 were reported to be displayed. Paraffin temp was 58c as measured by nist thermonitor. There had been no generator checks, and there were no power surges reported. Specimens were difficult to embed (hard, curled) and section. Excess, unprocessed specimen was resubmitted for processing on another tissue processor. Specimens from 8 patients processed on tissue processor were unable to be diagnosed. Pathologist provided an "impression" rather than a "diagnosis" and stated "due to thermal damage of the tissue," ... Certain diagnostic conditions ... "Cannot be ruled out." An offer of free surgery was offered to 7 patients. All the reagents except for the alcohol in station #16 have been discarded. Station 16 reagent has a dark yellow to orange hue. Dilute eosin is placed in the first formalin. Bouin's fixative is used to set the dye on the grossed specimens. Customer site has instrument sequestered for their assessment of the issue. It is still plugged in and turned on and all temp displays are normal. Nothing is indicated as out of range. Facility and MFR understand this may not have been an instrument malfunction. Customer will release the unit to sakura for product investigation.

Manufacturer narrative:
This facility will attempt to have this product released to sakura without having their own representative perform an instrument investigation. Upon receipt, sakura will document and report findings to facility and provide follow-up med watch report.